Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("normal right tube with the essure coil, normal left tube, but no coil found.") And embedded device ("the coil was made in the left adnexa") in a 38 year-old female patient who had essure inserted (lot no. C61074-invalid) for female sterilisation. The patient had a medical history of breast operation, urinary tract infection, stress urinary incontinence, dyspareunia, endometrial ablation, amenorrhea, ovarian cyst, right lower quadrant pain, back pain, hepatitis, cesarean section, cystocele, stress urinary incontinence, heavy menstrual bleeding, menorrhagia, parity 3 and multi gravida. Previously administered products included: ibuprofen. The patient had a family history of asthma. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 58 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required) and embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (total vaginal hysterectomy, suburethral sling placement with cystoscopy.). The reporter considered device dislocation and embedded device to be related to essure administration. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 1. Discrepancy noted : in medical record as per usg on (B)(6) 2015 right sided essure coil misplaced and in removal details no essure coil found in left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2015: uterus and right adnexa normal. 2.7 x 2.9 cm left adnexal hypoattenuating septated mass with attenuation units in the range of 8-40, which may represent a complicated/ hemorrhagic cyst. No definitive evidence of pelvic or abdominal essure devices. No large or small bowel distention or bowel obstructive changes. The appendix is normal. Nonspecific lesions of increased density are noted adjacent to the lumen or within the wall of the distal small bowel, right lower quadrant anterior and medial to the cecum which could represent calcification and are unlikely to represent essure devices. Numerous pelvic phleboliths noted. The liver, spleen, pancreas, adrenals, kidneys, and aortic caliber are normal. No mass, lymphadenopathy, inflammatory changes, or free fluid. No significant osseous abnormality [pathology test] on (B)(6) 2015: gross description: endometrial curettings: also in the container is a portion of an essure wire 8.2 cm in length and 0.1 cm in diameter. Bilateral fallopian tubes: within the container is a portion of essure wire 14.5 cm in length and 0.1 cm in diameter. Procedures bilateral laparoscopic salpingectomy, dilation and curettage. Clinical history: menorrhagia with essure malfunction specimen list: endometrial curettings. Bilateral fallopian tubes with essure coils.; on (B)(6) 2016: myometrium: there is 1cm in diameter cystic structure containing a small amount of brown watery fluid [pregnancy test] in (B)(6) 2014: positive. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-dec-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("normal right tube with the essure coil, normal left tube, but no coil found.") And embedded device ("the coil was made in the left adnexa") in a 38 year-old female patient who had essure inserted (lot no. C61074-invalid) for female sterilisation. The patient had a medical history of breast operation, urinary tract infection, stress urinary incontinence, dyspareunia, endometrial ablation, amenorrhea, ovarian cyst, right lower quadrant pain, back pain, hepatitis, cesarean section, cystocele, stress urinary incontinence, heavy menstrual bleeding, menorrhagia, parity 3 and multi gravida. Previously administered products included: ibuprofen. The patient had a family history of asthma. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 58 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required) and embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (total vaginal hysterectomy, suburethral sling placement with cystoscopy.). The reporter considered device dislocation and embedded device to be related to essure administration. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 1. Discrepancy noted : in medical record as per usg on 4-aug-2015right sided essure coil misplaced and in removal details no essure coil found in left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2015: uterus and right adnexa normal. 2.7 x 2.9 cm left adnexal hypoattenuating septated mass with attenuation units in the range of 8-40, which may represent a complicated/ hemorrhagic cyst. No definitive evidence of pelvic or abdominal essure devices. No large or small bowel distention or bowel obstructive changes. The appendix is normal. Nonspecific lesions of increased density are noted adjacent to the lumen or within the wall of the distal small bowel, right lower quadrant anterior and medial to the cecum which could represent calcification and are unlikely to represent essure devices. Numerous pelvic phleboliths noted. The liver, spleen, pancreas, adrenals, kidneys, and aortic caliber are normal. No mass, lymphadenopathy, inflammatory changes, or free fluid. No significant osseous abnormality [pathology test] on (B)(6) 2015: gross description: endometrial curettings: also in the container is a portion of an essure wire 8.2 cm in length and 0.1 cm in diameter. Bilateral fallopian tubes: within the container is a portion of essure wire 14.5 cm in length and 0.1 cm in diameter. Procedures: bilateral laproscopic salpingectomy, dilation and curettage. Clinical history: manorrhagia with essure malfunction specimen list: endometrial curettings, bilateral fallopian tubes with essure coils.; on (B)(6) 2016: myometrium: there is 1cm in diameter cystic structure containing a small amount of brown watery fluid. [Pregnancy test] in (B)(6) 2014: positive. Lot number: c61074 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-feb-2024: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("normal right tube with the essure coil, normal left tube, but no coil found.") And embedded device ("the coil was made in the left adnexa") in a 38 year-old female patient who had essure inserted (lot no. C61074) for female sterilisation. The patient had a medical history of breast operation, urinary tract infection, stress urinary incontinence, dyspareunia, endometrial ablation, amenorrhea, ovarian cyst, right lower quadrant pain, back pain, hepatitis, cesarean section, cystocele, stress urinary incontinence, heavy menstrual bleeding, menorrhagia, parity 3 and multi gravida. Previously administered products included: ibuprofen. The patient had a family history of asthma. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 58 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required) and embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (total vaginal hysterectomy, suburethral sling placement with cystoscopy.). The reporter considered device dislocation and embedded device to be related to essure administration. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 1. Discrepancy noted : in medical record as per usg on (B)(6) 2015 right sided essure coil misplaced and in removal details no essure coil found in left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2015: uterus and right adnexa normal. 2.7 x 2.9 cm left adnexal hypoattenuating septated mass with attenuation units in the range of 8-40, which may represent a complicated/ hemorrhagic cyst. No definitive evidence of pelvic or abdominal essure devices. No large or small bowel distention or bowel obstructive changes. The appendix is normal. Nonspecific lesions of increased density are noted adjacent to the lumen or within the wall of the distal small bowel, right lower quadrant anterior and medial to the cecum which could represent calcification and are unlikely to represent essure devices. Numerous pelvic phleboliths noted. The liver, spleen, pancreas, adrenals, kidneys, and aortic caliber are normal. No mass, lymphadenopathy, inflammatory changes, or free fluid. No significant osseous abnormality. [Pathology test] on (B)(6) 2015: gross description: endometrial curettings: also in the container is a portion of an essure wire 8.2 cm in length and 0.1 cm in diameter. Bilateral fallopian tubes: within the container is a portion of essure wire 14.5 cm in length and 0.1 cm in diameter. Procedures bilateral laproscopic salpingectomy, dilation and curettage. Clinical history: manorrhagia with essure malfunction specimen list: endometrial curettings. Bilateral fallopian tubes with essure coils.; on (B)(6) 2016: myometrium: there is 1cm in diameter cystic structure containing a small amount of brown watery fluid. [Pregnancy test] in (B)(6) 2014: positive. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.